Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after a perforation, caused by another device, was noted in the right coronary artery, a graftmaster covered stent was advanced but failed to reach the perforation due to the anatomy and the struts became flared. The device was removed successfully without issue. There was no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. Another graftmaster was implanted, without issue, sealing the perforation. No additional information was provided.